Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient needing an impella 5.0 device for mechanical circulatory support due to cardiomyopathy. During impella placement, the patient experienced bleeding at the insertion site. No further information was provided. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-24251. B5 additional failure mode was inadvertently omitted on the initial manufacturer device report number 1220648-2024-24251. G1 reporting contact email revised on manufacturer device report 1220648-2024-24251 in accordance with updated procedures. H6 health effect - clinical code 1770 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-24251. H6 investigation conclusions code 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-24251.

Event description:
It was further reported the patient experienced cerebrovascular accident (cva) during support.